Event description:
Per the clinic, the patient experienced no benefit from the device. The patient also developed an infection in the middle ear and around the implant site, accompanied with severe pain. The patient was then administered with oral antibiotics (specific date and duration is not reported) and underwent revision surgery to reposition the device (date not reported). Subsequently, the device was explanted on (B)(6) 2025. There are no plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2025 during the revision surgery.

Manufacturer narrative:
Device analysis report attached.